Manufacturer narrative:
Pump unable to prime during prime test due to faulty force sensor (gold). Pump passed the rewind, basic occlusion and displacement test. No motor error alarm noted. Motor passed motor test. Pump received with normal operating currents. No unexpected battery out limit alarm noted. Pump received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump alarm battery out limit during normal use. Customer's blood glucose at time of incident was 129 mg/dl. The customer was advised that battery out limit alarm during normal use may indicate a loose battery cap. The customer was advised that we will send replacement battery cap and asked to monitor pump. The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose was 129 mg/dl. The customer reported the drive support cap appears normal. The customer stated that the device was not exposed to high magnetic field. The customer did not report motor position encoder error alarm. The customer was assisted in performing pump rewind and completed. The customer received 2 motor error when checked the alarm history. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.